Manufacturer narrative:
Block h6: imdrf device code a180104 captures the reportable investigation results of presence of foreign material on the device. Block h10: the returned autotome rx 44 was analyzed, and a visual evaluation noted that the device had evidence of foreign material at several sections in the cutting wire lumen. No other problems with the device were noted. The product analysis revealed that the device has evidence of foreign material at several sections in the cutting wire lumen. Based on all gathered information, the most probable root cause of this complaint is quality control deficiency. An investigation to address this problem is in progress. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
Boston scientific received an autotome rx 44 associated with report number 3005099803-2024-01829. The health care facility returned this device because it had the same affected lot as the device from report 3005099803-2024-01829. This event has been deemed a reportable event based on the investigation results: the autotome had evidence of foreign material at several sections in the cutting wire lumen. Please refer to block h10 for full investigation details.